Manufacturer narrative:
Analysis found that overheating could not be duplicated. Temperatures were motor - 76 degrees f and collet - 77 degrees f. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece overheated during use. There was no patient or staff impact.